Event description:
It was reported that this pacemaker exhibited a red alert for a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular channel. No changes have been made and the pacemaker remains in service. No adverse patient effects were reported.